Event description:
The patient fell out of a chair and had pain at her implantable neurostimulator location since then. The patient experienced shocking in her area of paresthesia if the stimulation settings were too high. An appointment with the hcp had been made. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.